Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2016-00670. It was reported following the patient's trial procedure, the patient reported having numbness and weakness in the legs. The physician assessed the patient and determined the best course of action was removal of the trial leads. The leads were removed and the patient regained movement and sensation in the legs. In addition, it was noted the patient had low blood pressure, low heart rate and low oxygen saturation. The doctor call emergency services and the patient was taken for further care.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2016-00670. Follow up identifed the patient is reportedly doing well.